Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that a bipolar cable was used during a procedure (patient age, gender and weight unknown). According to the complainant, the cable was shorting out and there was no current going through the cable adapter. Another bipolar cable was used to complete the procedure. No information was available regarding the patient's condition during or after the procedure.

Manufacturer narrative:
A functional evaluation of the returned cable found a short in continuity that was traced to the socket of the terminal end. The device has been used prior to this event with no indication that a malfunction occurred previously. The cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted. A search of the complaint database revealed no other complaints have been reported for this lot.